Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3058, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3889-33, lot# v012900, implanted: 2006 (B)(6); product type lead product ID 3889-28, lot# v854316, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient went to the healthcare provider two days before reported event date for frequent urination. The healthcare provider gave the patient a CT scan and diagnosed the patient with a kidney infection. The patient peed twenty-five times the day before reported event. The patient was on medicine for the infection. It was reported about a month ago, the patient started to pee more and pee her pants. The patient has had pain in her back. It was noted that the healthcare provider pressed on the patient back and did a CT scan and they did not find any kidney stones but the healthcare provider told the patient they had a kidney infection. It was noted that the healthcare provider felt the pain was on the right side. The patient was bruised where the healthcare provider pressed. It was reported that the patient had a loss of therapeutic effect. The patient symptoms started about one month ago with frequency urination and peeing her pants. It was noted that the patient has coronary artery disease and was currently on blood thinners. It was reported that the patient had bruising on the right side where the healthcare provider was pressing on their back. The patient was being treated for a kidney infection with oral antibiotics. A loss of therapeutic effect was reported. The patient had been ¿peeing so much¿. The patient pees when she sneezes or coughs. It was noted a CT scan was done seven days before reported event and the patient had a bladder infection. It was noted that the patient urine was fine with no pus, no blood, no infection but the healthcare provider put the patient on an antibiotic and would be finished tomorrow. The patient also was on a medication to stop from urinating for four weeks but it takes two weeks to stop. The medication was toviaz for four weeks. It was noted that the patient was black and blue and hurts where they pressed on the patient¿s kidney. It was reported that the healthcare provider felt the patient's back on left side didn¿t hurt right side. They decided to do a CT of kidney. The healthcare provider said there were no stones. It was reported that the manufacturer representative spoke with the patient's healthcare provider and the healthcare provider informed manufacturer representative the patient has no urine infection ¿when urine tested¿. No further interventions taken in regards to this. Since no infection can't answer if more frequent urination is related to the device.